Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one photograph of one device .the visual inspection of the returned product noted no abnormalities from the one photograph received. Pmv performed functional testing could not be done, due to lack of the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Without the product being returned for evaluation the root cause of the reported condition could not be reliably determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500 a per FDA request.

Event description:
According to the reporter, during vats lobectomy when the surgeon squeezed the handle there is a big noise from instrument, then the handle could not squeeze anymore and the reload has broken . There was no patient injury. The current condition of the patient is stable .